Event description:
During the neurophysiology portion of the case, the team stated that their machine wasn't working properly (microdrive and motor not communicating as well as trouble during impedance checks). Troubleshooting measures were taken, such as getting new cables, microelectrodes, and changing channels. Once all these measures provided no result, the team changed machines. The new machine also posed these same problems and the same trouble shooting measures were taken. The team then decided that they would manually advance the microdrive.